Manufacturer narrative:
Additional quality control testing of reserve product showed the product met the acceptable criteria for suture pull-out strength testing and thermal transition determination.

Event description:
Customer reported the duramatrix suturable product was placed in patient for a chiari malformation procedure on (B)(6) 2023. The patient was brought back to surgery, and the surgeon stated that the perimeter of the graft was still sutured to the native dura, but when gently manipulated with an instrument the graft "fell apart." Customer did not specify the reason why the patient was brought back to surgery. Date of additional surgery was not provided. Additional information was requested, including the reason for why the patient was brought back for surgery, if the procedure(s) were completed successfully, if there were any delays in procedure(s), the current patient status, and if any additional follow-up surgeries were required. No additional event or patient information provided.

Manufacturer narrative:
Additional quality control testing of samples is pending.